Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, if additional information becomes available or if the device is returned for evaluation at a later time, this report will updated accordingly.

Event description:
Olympus was informed that the tip of a resection sheath broke off and fell into a patient during an unspecified procedure. It was unknown if/how the device fragment was retrieved. The procedure was completed using a similar device. No patient injury was reported. Limited information was reported. Multiple attempts were made to contact the user facility and local sales representative in an attempt to obtain additional information via telephone and in writing but with no results.